Manufacturer narrative:
Concomitant products: product ID: 5076-45, implanted: (B)(6) 2011; d314trg device, implanted: (B)(6) 2011.

Event description:
It was reported that the patient received inappropriate shocks and a right ventricular (rv) lead fracture was suspected. It was noted there was rv oversensing observed, along with oversensing of noise and no pacing output. The rv lead was reprogrammed and it is planned to either replaced the rv lead or reprogram the rv lead with the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.